Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the pump emitted a call service alarm. During troubleshooting, a blank screen issue was reported. The reporter confirmed the blank screen issue resolved with troubleshooting. It was also noted there were multiple call service alarms and blank screen occurrences in the pump¿s history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/31/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings:the complaint could not be duplicated with investigation. A review of the pump¿s history revealed multiple call service alarms on the date of complaint. The pump powered on per specification and successfully performed the priming sequence and 24-hour exercise test without alarms. There was no evidence of moisture, damage, or defect with the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.